Manufacturer narrative:
Final analysis of the neurostimulator (njy221203h) revealed functionally okay insignificant anomalies. Final analysis of the lead va0kcd9 revealed conductor/short between circuits (overstress/damage) with no significant anomaly.

Event description:
The devices were later returned.

Event description:
The patient was scheduled for battery replacement due to decreased battery life. The patient had to turn the battery 7.5 to feel stimulation. It was noted that possibly though because the lead was sheared in the body? Unknown as to which caused the patient's problems. The plastic sheath detached from lead at battery head insertion point. It was noted that impedance testing was performed. The issue was not resolved and the cause of the issue was not determined. The device was completely explanted. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant : product ID 3889-28, lot# va0kcd9, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3889-28, lot# va0kcd9, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).